Event description:
Mother reported that on (B)(6) 2011, the infusion device continued to deliver insulin during the prime procedure when the display read stop. The infusion device did not display the amount of units being delivered. The key lock was activated. The infusion device was not dropped on the floor or exposed to water or electromagnetic fields. The correct type of battery was used in the infusion device. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.